Manufacturer narrative:
Corrected information is provided in h6. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition with fluid ingressions. No evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem in that the pump "double beep no cassette" could not be replicated. Based on evaluation it was recommend that the downstream and upstream occlusion sensors were replaced due to the fluid ingressions. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy 1, double beep cassette alarm, no patient involvement.